Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the caller indicated that the controller was plugged into the ac adapter and it shows 100% charged. When the patient attempted to charge the ins the controller displayed a message that the controller battery needed to be charged. The patient indicated that each time she checked the controller battery level after seeing this message the controller showed that it was fully charged. The patient reported that this occurred once during the weekend of (B)(6) 2021. The patient indicated that the ins has not been charged since (B)(6) 2021 as a result of this issue. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient indicated that a replacement controller was sent previously. No symptoms or patient complications were reported. Additional information was received. It was reported that the patient's recharger got really hot when attempting to charge the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. A request was sent to replace the recharger. The manufacturer representative called back with the patient on the line and indicated that the new battery did not resolve the issue. The controller is displaying the low controller battery message repeatedly when the controller is fully charged. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a recharger failure, unable to test if device is getting hot due to immediately going into no device found error. Damaged connector. Insulation is pulling out of rtm donut. Fail t5190 (antenna test temp), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.